Manufacturer narrative:
We received the attached study paper relating to the use of the duette multiband mucosectomy device. (Dt-6, dt-6f¿). This study is a prospective controlled observational study assessing the bleeding risk after emr of oesphagael neoplasia in patients requiring warfarin anticoagulation. This study was carried out in (B)(6) in 2015. This complaint was opened to address the following; "there were 3 reported cases of immediate bleeding observed directly after resection of the neoplastic lesion in the " patients who received anti-coagulation" (15) group. See pg 2392 & 2394 ¿one patient developed periprocedural haemorrhage requiring adrenalin injection and clip application to achieve haemostasis directly after emr; two patients required heather probe application during the emr. ¿ as per page 2394 none of the patients with immediate bleeding required blood transfusion ; all patients were discharged within a few hours of the procedure." The devices were not returned to cirl for evaluation therefore a documentation based investigation was completed. The customers complaint was confirmed on customer testimony. Lot numbers for the devices were not provided therefore a review of the manufacturing and component records could not be completed. A definitive cause for the customers complaint could not be determined as the actual conditions of device usage could not be replicated. However as per the instructions for use haemorrhage (i.e. Bleeding) is stated in the following warning regarding potential complications; " potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." It may also be noted that the use of anticoagulants (warfarin) may possibly have contributed to the delayed bleeding event, however this cannot be conclusively determined. "Coagulopathy", which is an impaired ability to form blood clots, is listed as a contraindication in the instructions for use, however this cannot be conclusively determined as a contributing factor prior to distribution all duette devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook ireland. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
There were reported cases of delayed bleeding and immediate bleeding under separate conditions (journal article) post duette use. [Patients who received anti-coagulation (15)] there were 3 reported cases of immediate bleeding observed directly after resection of the neoplastic lesion. See pg 2392 & 2394 one patient developed periprocedural haemorrhage requiring adrenalin injection and clip application to achieve haemostasis directly after emr; two patients required heater probe application during the emr. "As per pg 2394 none of the patients with immediate bleeding required blood transfusion ; all patients were discharged within a few hours of the procedure. Multiple patients and devices have been included in this report as the origin of the complaint is a journal article.